Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer states that when they push the button screen went black. Troubleshooting was performed. Insulin pump will be returned for analysis.